Event description:
I purchased a white box of "extra strength icy hot medicated patches" for the back in 2008. The numbers or codes on the box said exp 09/10. The following month, I applied, as directed, the patch on my lower back. Within 10 minutes, I noticed more "heat" than usual. At 45 minutes, I had to find a restroom to remove the patch. I was feeling burned, in pain, my skin was red and irritated. I took a paper towel and with soap and water to try and remove any chemicals that may have been left on my skin. I was in pain for 2 1/2 to 3 days. My skin did not blister, so I did not end up seeing a doctor. I realize the icy hot recall was for the red pouched "air-activated" items and the item I used wasn't, but felt I should report this incident to the FDA and the makers of the icy hot patches. Thank you. Dose or amount: one back patch; frequency: once; route: unk. Dates of use: 2008 45 - 50 minutes. Diagnosis or reason for use: temporary relief of minor back pain. Event abated after use stopped or dose reduced? No.